Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 289 mg/dl. At the time of the call the insulin pump was alarming no delivery, but the father didn't know how to clear the alarm or change the infusion set. The father didn't have any insulin pump supplies with him at the time of the call, and stated that he would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.